Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that an leakage issue event occurred on (B)(6) 2026. Since patient experienced high blood glucose and treated with correction injection via multiple daily injections, where the infusion set needle was bent. The insertion site was abdomen no further information available.